Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead have exhibited a gradual increase in shock impedance measurements and now have reached out of range at 130 ohms. Boston scientific technical services (ts) was consulted and discussed the increased impedances with the physician. The physician opted to continue to monitor the patient until the impedance reaches a higher value. No adverse patient effects were reported.